Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reports that the therapy is turning off after a charging session about 50% of the time they charge the ins. The issue has been occurring for about the past 3 months. The patient claims that the ins battery level is at 90% when they see therapy turn off. The patient uses dtm therapy and does not feel stimulation continuously. The rep reviewed the stimulation usage diary and in the past 30 days there were 3 instances when therapy turned off because the ins became depleted. The patient charges about every five days. The recharge diary showed several charging sessions that started at 10% battery level. Tss reviewed that the charge level is rounded up so when the charge shows 10% it may have started from charging from a depleted state. The patient did not have the patient controller or recharged with them. The issue was not resolved through troubleshooting. Tss reviewed information about charging and recommended that the patient charge more frequently to ensure that the ins does not become depleted. The patient did not think that the issue was related to the ins depleting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the battery depletion was still unknown. The patient was on dtm settings so they didn't actually feel battery going off, they stated it went off on the remote. The patient was given a new trial remote but the issue happened again. The issue was not resolved.